Event description:
Patient was revised for acute dislocation. The same implants were reimplanted. Patient consequence? :yes patient consequence description:dislocation action taken for procedure:revised liner and head for dislocation is the information being submitted for this complaint all the details that are known/available regarding this event? : yes

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for acute dislocation. The same implants were reimplanted.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.